Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bridge bolus was incorrectly performed. Old drug desired dose was not accurately selected. Drugs delivered via the system were hydromorphone and fentanyl. Old drug/concentration: 1mg; old drug desired dose: .56 mg/day; old flow rate: .56 mls/day; new drug/concentration: 2000 mcg; daily dose new drug: 999.1 mg/day; new flow rate: .4996 mls/day; tdv: .3018 msl; amount of bolus: 603.6 mcg; duration of bolus: 12 hrs 56 mins. A follow-up report will be sent if more information becomes available.